Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See scanned page.

Event description:
The following info was reported: button #1 was pressed with no issues. With button #2, the physician had difficulty pressing but was eventually able to press button #2 fully. Button #3, the physician experienced difficulty in pressing down resulting in partial balloon retraction. Pressure was held for 20 minutes to obtain hemostasis, no hematoma was noted throughout the procedure.